Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5079483) on (B)(6) 2018. The most recent information was received on (B)(6) 2018. Quality-safety evaluation of ptc: unable to confirm complaint this spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("chronic pelvic pain"), abdominal pain ("abdominal pain"), gastrointestinal pain ("bowel pain"), ileus ("ileus") and genital haemorrhage ("heavy bleeding with clots") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In 2017, the patient experienced depression ("depression"). On an unknown date, the patient experienced pelvic pain (seriousness criterion disability), abdominal pain (seriousness criterion hospitalization), gastrointestinal pain (seriousness criterion hospitalization), ileus (seriousness criterion hospitalization), genital haemorrhage (seriousness criterion medically significant), back pain ("low back pain"), pain in extremity ("pain in extremities"), fatigue ("chronic fatigue"), abdominal distension ("bloating"), headache ("chronic headache") and migraine ("migraines") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the pelvic pain, genital haemorrhage, depression, back pain, pain in extremity, fatigue, weight increased, abdominal distension, headache and migraine had not resolved and the abdominal pain, gastrointestinal pain and ileus outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain, back pain, depression, fatigue, gastrointestinal pain, genital haemorrhage, headache, ileus, migraine, pain in extremity, pelvic pain and weight increased with essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
E was initially received via regulatory authority (FDA, reference number: mw5079483) on 14-sep-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("chronic pelvic pain"), abdominal pain ("abdominal pain"), gastrointestinal pain ("bowel ileus pain") and genital haemorrhage ("heavy bleeding with clots") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In 2017, the patient experienced the first episode of depression ("depression"). On an unknown date, the patient experienced pelvic pain (seriousness criterion disability), abdominal pain (seriousness criterion hospitalization), gastrointestinal pain (seriousness criterion hospitalization), genital haemorrhage (seriousness criterion medically significant), back pain ("low back pain"), pain in extremity ("pain in extremities"), fatigue ("chronic fatigue"), weight increased ("weight gain"), the second episode of depression ("depression"), abdominal distension ("bloating"), headache ("chronic headache") and migraine ("migraines"). Essure treatment was not changed. At the time of the report, the pelvic pain, genital haemorrhage, back pain, pain in extremity, fatigue, weight increased, the last episode of depression, abdominal distension, headache and migraine had not resolved and the abdominal pain and gastrointestinal pain outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain, back pain, fatigue, gastrointestinal pain, genital haemorrhage, headache, migraine, pain in extremity, pelvic pain, weight increased, the first episode of depression and the second episode of depression with essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5079483) on 14-sep-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("chronic pelvic pain"), abdominal pain ("abdominal pain"), gastrointestinal pain ("bowel pain"), ileus ("ileus") and genital haemorrhage ("heavy bleeding with clots") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In 2017, the patient experienced depression ("depression"). On an unknown date, the patient experienced pelvic pain (seriousness criterion disability), abdominal pain (seriousness criterion hospitalization), gastrointestinal pain (seriousness criterion hospitalization), ileus (seriousness criterion hospitalization), genital haemorrhage (seriousness criterion medically significant), back pain ("low back pain"), pain in extremity ("pain in extremities"), fatigue ("chronic fatigue"), weight increased ("weight gain"), abdominal distension ("bloating"), headache ("chronic headache") and migraine ("migraines"). Essure treatment was not changed. At the time of the report, the pelvic pain, genital haemorrhage, depression, back pain, pain in extremity, fatigue, weight increased, abdominal distension, headache and migraine had not resolved and the abdominal pain, gastrointestinal pain and ileus outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain, back pain, depression, fatigue, gastrointestinal pain, genital haemorrhage, headache, ileus, migraine, pain in extremity, pelvic pain and weight increased with essure. Most recent follow-up information incorporated above includes: on 19-sep-2018: upon company internal coding review, bowel ileus pain event splitted: bowel pain and ileus. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.